Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise, oversensing, and a decrease in pacing impedance from the 500 ohms range down to the 200s. Surgical intervention was done and both products were explanted and replaced. No additional adverse patient effects were reported.